Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaw became very loose and dr was afraid it would not transparent but looked like scratches that seriously hampered visibility. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage were observed on the jaws. Evidence of blood was not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. The dissection tip was not returned for evaluation. Based on the returned condition of the device, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.